Manufacturer narrative:
Investigation summary: customer returned (1) loose 1ml bd insulin syringe. Consumer reported found at least one of the syringes with broken pieces in 6 of the packages. The returned syringe was examined and exhibited a broken barrel where the end of the barrel containing the cannula was found inside the cannula shield. A review of the device history record was completed for batch# 7128811. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted for the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing under investigation child 1013527, "on 24jun2019, holdrege received (1) 1.0ml, 8mm, 30g syringe in an open polybag from lot #7128811. Sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the barrel tip sheared from the barrel. The cannula and tip were located inside the shield. There was impact damage to the rim of the shield. There were no quality notifications or maintenance dispatches during the time of manufacture for lot #7128811. Unable to determine root cause of barrel tip separation. Complaints received for this device will be tracked and trended. Information will be captured on trend reports and monitored."

Event description:
It was reported that breakage occurred with a bd syringe 1.0ml 30ga 8mm 10bag 500 ca. The following information was provided by the initial reporter, "please find enclosed a carton of insulin syringes that I purchased at my local pharmacy in ottawa canada. As you can see from the sample enclosed, I found at least one of the syringes with broken pieces in 6 of the packages. Your quality control department may want to investigate this issue".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd syringe 1.0ml 30ga 8mm 10bag 500 ca. The following information was provided by the initial reporter. "Please find enclosed a carton of insulin syringes that I purchased at my local pharmacy in (B)(6). As you can see from the sample enclosed, I found at least one of the syringes with broken pieces in 6 of the packages. Your quality control department may want to investigate this issue."